Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue. Fse verified the problem, disconnected and reconnected the y-axis motor connector and the error did not reoccur. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000 st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was y-axis motor connector.

Event description:
On (B)(6) 2016, a customer reported main arm y axis home not detected/reboot/all set home resulted in error 4211 with their aia-2000 st analyzer. The customer is unable to run bhcg and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.